Manufacturer narrative:
The device has been disposed by the customer. (B)(4).

Event description:
During a pulmonary vein isolation procedure, it was reported that while during a transseptal puncture, patient¿s septum was found very rubbery. On the first pass there was a strange contrast staining; the physician went for a second pass. The thermocool sf nav bi-directional catheter seemed that it was in the left atrium but it had annular signal and very high impedance. The physician noticed it was difficult to maneuver and queried if catheter was in the pericardial space. Contrast was delivered and it stained the pericardium and confirmed it was a tamponade, the physician was in the pericardial space. At that moment, the physician left the catheter in the patient and called for theatre backup. The patient was transferred to another hospital. The patient was stable and physician was not sure if he had perforated the right atrium or gone through the posterior wall of the left atrium. On (B)(4) received additional information requested from bwi representative stating that the patient was fully recover but required hospitalization for four (4) days. The physician¿s opinion regarding the causality of this adverse event is procedure related and possible device related.